Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sigmoidectomy. Customer states: anvil was loaded. It was engages with the body inside patient. They were approximated but moved away from each other for adjusting, anvil was found tilted. Another device was used. There was additional tissue resection. Patient is fine. Patient age, gender and weight: not provided. Operating time extended: more than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. No bleeding.